Event description:
An elderly male patient presents with history of atrial fibrillation, congestive heart failure (chf) and chronic obstructive pulmonary disease (copd). While have a coronary artery bypass grafting (CABG) procedure, cryoice cryoablation probe did not get to appropriate temperature, new probe was opened sales rep took malfunctioning device